Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports the adapter plastic cap fell off the pt's transfer set. The pt was treated for potential infection. The customer reported there is a hole in the pt's dialysis catheter. The catheter was pulled an replaced. It was later confirmed that the pt did not have an infection.